Event description:
During percutaneous transluminal coronary angioplasty procedure with stent placement a .014 floppy tip guide wire was utilized. When the above floppy tip guide wire was placed through the stent it became entangled in the stent and a portion of the guide wire broke off in the stent. This was not the cause of the pt's emergent coronary artery bypass graft procedure. This report is just an "fyi" that occurred.